Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: empty syringe of 1.0 ml received without cap, no needle. A crack is observed at the 3 mm luer lock level. Device labeling: 5. Precautions ¿ juvéderm® ultra plus xc is packaged for single-patient use. Do not resterilize. Do not use if package is opened or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 8. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra plus xc needle disengaged from the syringe and product got everywhere. No injury to the patient or injector was reported. The needle from the package was used and tightened by hand and this was the initial use of the syringe.